Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hospitalized due to diabetic ketoacidosis and high blood glucose levels on (B)(6) 2022. Blood glucose level at the time of hospitalization was 546 mg/dl and the current blood glucose level was 106 mg/dl. Treated with insulin drips. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was active at the time of incident. The ketones test was not performed. The troubleshooting was performed. No further patient complication were reported. The customer will discontinue the use of the device.